Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using pod6's. During the procedure, the physician felt resistance and was unable to advance a pod6 completely out of the tip of a non-penumbra microcatheter; therefore the pod6 was removed. The physician flushed the microcatheter and then attempted to reinsert the same pod6; however the same resistance was felt, and the pusher wire of the pod6 became kinked. The pod6 was therefore removed, and the procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.